Event description:
A peritoneal dialysis pt reported that he had been in the hosp recently. A follow up call was made to the pt's peritoneal dialysis nurse; the pt was admitted on (B)(6) 2014 for pericardial effusion/pericarditis. The pt was discharged on (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.